Event description:
It was reported via repair work order that the unit was difficult to raise and lower due to bent height adjustment racks and a damaged manual release handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.